Event description:
The pump was found to have experienced primary audible alarm post.

Manufacturer narrative:
Other text: additional information h10: the pump was investigated in the field by a service engineer. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the pump found that the condition of the j9 connector revealed that the internal ribbon cable connection did not meet factory specifications. Per procedure, glue was installed to ensure the mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were fully seated. The pump was retested, and the unit passed all functional testing. The root cause for the reported issue could not be determined however; a corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
Other, other text: no product was returned by the customer. However, a smiths medical field service technician performed repairs at the customer facility. During the evaluation of the device, the internal ribbon cable connection was found not to be up to factory specifications. Fixing this issue was found to fix the initial complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump experienced a "paa bkgd test" alarm. No adverse events were reported.